Event description:
It was reported that the end of the coil had no interlocking arm. The target location was in the left internal iliac artery. A 10mm x 40cm interlock-35 was the first coil advanced for embolization of the iliac aneurysm. During the procedure, the coil was detached while it was being advanced, and it was observed that the end of the coil had no interlocking arms. A second coil, a 12mm x 40cm interlock-35 was attempted to be used, but it could not be pushed out of the tip of the protective sheath even after multiple attempts. The coil was found to be stretched. Subsequently, an 8mm x 40mm coil was used and advanced successfully. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the main coil, the introducer sheath and the delivery wire were returned. Visual inspection revealed that the main coil was bent and stretched at the zap tip and primary coil section, moreover, the coil arm was detached. Microscopic inspection revealed the main coil was bent, stretched and detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. The dimensions for the zap tip outer diameter (od) and the primary coil od were inspected and were within specification.

Event description:
It was reported that the end of the coil had no interlocking arm. The target location was in the left internal iliac artery. A 10mm x 40cm interlock-35 was the first coil advanced for embolization of the iliac aneurysm. During the procedure, the coil was detached while it was being advanced, and it was observed that the end of the coil had no interlocking arms. A second coil, a 12mm x 40cm interlock-35 was attempted to be used, but it could not be pushed out of the tip of the protective sheath even after multiple attempts. The coil was found to be stretched. Subsequently, an 8mm x 40mm coil was used and advanced successfully. No complications were reported, and the patient was stable. It was further reported that the target lesion was in the right iliac artery. When the 10mm x 40cm interlock-35 was removed from the pouch, the coil and the pusher wire arms were interlocked in the introducer sheath. The detached interlocking arm were found inside the catheter and was not left inside the patient. Both devices were removed from the body by the pusher wire arms.

Event description:
It was reported that the end of the coil had no interlocking arm. The target location was in the left internal iliac artery. A 10mm x 40cm interlock-35 was the first coil advanced for embolization of the iliac aneurysm. During the procedure, the coil was detached while it was being advanced, and it was observed that the end of the coil had no interlocking arms. A second coil, a 12mm x 40cm interlock-35 was attempted to be used, but it could not be pushed out of the tip of the protective sheath even after multiple attempts. The coil was found to be stretched. Subsequently, an 8mm x 40mm coil was used and advanced successfully. No complications were reported, and the patient was stable. It was further reported that the target lesion was in the right iliac artery. When the 10mm x 40cm interlock-35 was removed from the pouch, the coil and the pusher wire arms were interlocked in the introducer sheath. The detached interlocking arm were found inside the catheter and was not left inside the patient. Both devices were removed from the body by the pusher wire arms.